Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for spinal for stimulation. It was reported that there was a revision. The manufacturer's representative (rep) reported that he heard from the patient's son that the neurostimulator (ins) had been removed within the past 2 years. It was reported the leads were still present. Date of revision was not known. Rep stated he did not know who the healthcare provider was that removed the ins as it was done outside their territory, the reason for removal was unknown as well. Information regarding the hcp who removed the device is unknown. Caller stated they would not have further information in the future. No further complications were reported/anticipated.